Manufacturer narrative:
Product analysis: analysis was able to confirm that the epg required repair. Analysis note that both output connectors were broken, both display wires were pinched with compromised insulation, the keypad window was scratched, and the menu encoder nut was loose. All fond defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for repair and subsequently tested out of specification during manufacturer's analsyis. There was no patient involvement.